Event description:
Procedure: tah. After the sealing cycle was complete the surgeon attempted to open jaws of the instrument but they would not open. After several attempts to remove the device the surgeon had to use a hemostat to open the jaws. There was no pt injury.